Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Informed customer to use the regulator, which is a maximum of 7 bar. It is noticed from logs during the installation onwards the supply pressure on this unit is higher than the recommendation. This might be the cause of damaged of inlet hose. Technical support approved the replacement of oxygen gas inlet connectors and replaced it successfully.

Event description:
The customer reported that the bellavista has an audible internal leak inside. Probably the inlet tube is damaged due to over pressure. At this time, patient involvement is unknown.